Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer his having issues with no delivery alarm. Customer stated her insulin is wasting, noticed the adhesive is absorbing but the insulin is not going into her body. The customer's current blood glucose was over 300mg/dl. She stated there have been other incidents where her blood glucose is as low as 69mg/dl and as high as 500mg/dl without symptoms. Customer treated with a bolus from the insulin pump. Customer declined to continue troubleshooting and will replace infusion sets.